Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device was found it to be in good physical condition. Upon review of the event history log, force sensor bridge test was noted. Device was powered on and force sensor bridge test error was found; unable to calibrate the force sensor. The force sensor cable was noted to have come lose from plunger board. The cause of the issue was unable to be determined.

Event description:
Information was received that device system failure forces sensor bridge test. No adverse effects reported.

Event description:
No patient involvement.